Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted a call service alarm cs 064 twice. The alarm allegedly occurred while the user was sleeping and also while filling the cannula. It was also reported that the user could not progress past the rewind step after clearing the cs 064 alarms due to recurring cs 078-0008 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.